Manufacturer narrative:
Device power up properly after battery installation. Device received with operating currents within spec. Device passed self test, rewind, seating, basic occlusion test, occlusion test, force sensor test, displacement test and cracked battery tube threads. No pump error 23 or pump error 24 noted. The p-cap does lock properly. (B)(4).

Manufacturer narrative:
The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had a post-reset ram crc alarm and alarm is generated when a power failure is detected. Customer stated multiple pump error alarm occurred four times and once. Customer stated event eh battery was changed the issue was not resolved. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.